Event description:
It was reported that episodes in the vf zone were found to be lead noise and the patient received inappropriate antitachycardia pacing (atp) and shocks. The lead was capped and the patient's condition post procedure was stable.

Manufacturer narrative:
(B)(4).